Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch during insertion of a 18g 10cm powerglide catheter, the guidewire became stuck. When the button was depressed for retraction of the needle/guidewire, the guidewire split into two sections. A section was partially retracted and the other was noted visible sticking out from the skin at the insertion site. The section of guidewire remaining in the patient was removed and there was no retained section in the patient. Upon inspection after removal the guidewire was noted to have bends/coils at the end of the catheter tip.